Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the disposable handpiece was difficult to connect into the motor drive unit. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.